Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the pulse generator exhibited loss of output. The device was not used and replaced. The patient was in stable condition.